Event description:
It was initially reported that a site was obtaining "restart" messages when trying to interrogate pts' devices. The site stated, the message indicated that programming failed and that they would need to retry or cancel.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. F/u with the site revealed that they also rec'd "check sum" errors even after performing troubleshooting (checking the wand battery, ensuring the handheld device was unplugged from the wall, performing resets). A replacement programming system was sent to the site and the programming system in question was returned to the MFR. Device eval has been completed on all returned products (wand and the dell x50 handheld device). Analysis of the programming wand concluded that no performance or any other type of adverse conditions were found that would impact device performance. The programming wand performed according to functional specifications. During analysis of the handheld device, it was identified that the handheld main battery was charging intermittently. Continuity testing was able to identify an intermittent negative electrical connection in the power supply connector of the hhd serial cable. The cause for the open connection is associated with the leaf spring in the serial cable plug not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis. Since the handheld was rec'd with a main battery charge of 48% and the serial cable anomaly is associated with the power portion of the cable, it could not have contributed to the reported complaint (check sum and retry errors). No anomalies that could have contributed to the reported complaint were identified during the analysis.